Event description:
Patient had a non-union on their lefort osteotomy, hardware was removed to replate the osteotomy. Upon removal surgeon discovered the plates had all broken. Once removed, surgeon fixated the osteotomy with new hardware.

Manufacturer narrative:
The reported event could be confirmed. The macroscopic and microscopic investigations show that y-plate, with 4mm bar broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem showed the fractured surfaces had appearance of a forced rupture as well as of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition, swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. No indications were found for material or manufacturing related issue.

Event description:
Patient had a non-union on their lefort osteotomy, hardware was removed to replate the osteotomy. Upon removal surgeon discovered the plates had all broken. Once removed, surgeon fixated the osteotomy with new hardware.

Manufacturer narrative:
Investigation in progress but not yet complete.